Manufacturer narrative:
Upon assembly, it was discovered that the contact pins in the motor cartridge were corroded, there were mineral deposits on the rotor assembly and there was insufficient lube in the upper assembly.

Event description:
The micro sagittal saw was sent in for service and it overheated and would not stop running when the trigger is released during performance testing. No adverse event was associated with the device.